Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The heavily calcified lesion in the proximal left anterior descending artery was predilated with an unk balloon. The physician unsuccessfully attempted to place a taxus express2 3.0x28mm drug eluting stent. When trying to pull the stent back, the physician encountered resistance and the proximal portion of the stent was lifted off the balloon. The procedure was completed with a 3.0x28mm vision stent. No patient complications occurred. Patient status is satisfactory.